Manufacturer narrative:
Investigation is ongoing. Valve remains implanted.

Event description:
Per the field clinical specialist (fcs), the patient had a 29mm non-edwards valve placed in 2018 and presented with aortic insufficiency (ai) and paravalvular leak (pvl). A 26mm sapien 3 ultra valve was placed and during valve deployment the balloon ruptured. Upon trying to remove the 26mm commander delivery system with the ruptured balloon, the balloon was caught in the sheath. When attempting to take the system out as one (sheath and delivery system) part of the distal tip and nose cone detached from commander and was caught in common femoral head. A vascular surgeon came in and was able to successfully remove nose cone and remaining balloon. The patient had a good outcome and the 26mm sapien 3 ultra valve was successfully deployed.

Manufacturer narrative:
Update to h6; component code, type of investigation, investigation findings, investigation conclusion. The commander delivery system was not returned to edwards lifesciences for evaluation; therefore, no visual inspection, functional testing and dimensional testing is applicable. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the complaint code. Images were provided from the site post device removal and the following was observed: distal nose tip was separated from the delivery system, inflation balloon burst with exposed inner balloon assembly. The following instructions for use (IFU) were reviewed: commander delivery system with s3/s3u. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon burst, withdrawal difficulties, and distal tip separation were confirmed returned imagery. No manufacturing non-conformances were identified during the evaluation. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, "a 26 sapien 3 ultra valve was placed and during deployment the balloon ruptured." The balloon burst could be potentially from multiple factors (i.e. Calcified annulus/leaflets, additional inflation volume and etc.). While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, interaction with the existing valve can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In this case, available information suggests that (pre-existing valve) may have contributed to the complaint event. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of the sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In this case, available information suggests that procedural factors (withdrawal of burst balloon, excessive manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.